Event description:
Patient reported experiencing elevatedblood glucose of >500 mg/dl. She indicated that she was taken to the emergency room. Patient was treated with an IV drip and was temporarily removed from the infusion device. She resumed using the infusion device when her blood glucose returned to 120 mg/dl. Patient reported feeling nauseated as a result of the elevated blood glucose. She tested negative for ketoacidosis. Patient stated that she had experienced a lot of stress. She changed her insulin and her blood glucose returned to normal. Patient indicated that she was comfortable with continuing the use of her infusion device. Product was not returned for evaluation.